Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Visual inspection of the main circuit board revealed super capacitor electrolyte leak. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority and stopped providing ventilation. The patient was subsequently removed from the device and manually ventilated until a replacement device was provided.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority and stopped providing ventilation. The patient was subsequently removed from the device and manually ventilated until a replacement device was provided.